Manufacturer narrative:
Philips service recreated the database and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an image storage failure during device use on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.